Event description:
Emts were attempting to load ambulance stretcher into ambulance. Before stretcher's front load wheels could be placed onto back of ambulance, stretcher fell. Stretcher contacted emt's right forearm and wrist.

Manufacturer narrative:
Service company evaluated and repaired stretcher after 2006 incident. Ambulance stretcher was evaluated as part of regular maintenance before the incident with no findings.